Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side " left side capsular contracture baker grade unknown¿ , ¿hardness to the touch¿, ¿implant sitting higher than normal¿ and ¿breast asymmetry." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b.

Event description:
Healthcare professional reported left side " left side capsular contracture baker grade iii".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ malposition: unable to observe as it is not related to the device. As per the investigation procedure creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and patient's breast is experiencing: hardness to the touch, implant sitting higher than normal, breast asymmetry. Healthcare professional later reported firmness to the touch, misshapen breast, pain or discomfort. Physician confirmed baker grade iii. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 30jul2024.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and patient's breast is experiencing: hardness to the touch, implant sitting higher than normal, breast asymmetry. Healthcare professional later reported firmness to the touch, misshapen breast, pain or discomfort. Physician confirmed baker grade iii. Device has been explanted.